Event description:
The report stated that during a total joint orthopedic case a little blue chip was found in the wound and removed. The piece was described as a hard plastic and matched the lighter blue color on the cautery pencil. Neither the device nor the piece were saved. This is the second of two procedures this occurred in during this day and reported together. (Reference MDR # 1717344-2008-00008 for other case) in this case the scrub nurse reported the blue of the piece was not the color of cord and was a very small speck like something had flaked off.

Manufacturer narrative:
The pencil and blue "chip" were both discarded so we were unable to establish if the chip was from the pencil and, if so, from what part of the pencil assembly to establish possible root cause. Pencils are 100% visually inspected for defects, and it is unknown how a chip could come off during surgery unless it came in contact with a sharp edge during the procedure.